Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed loose particulate matter approximately 2 square mm in size in the pouch. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was black particulate matter on a minicap when the patient opened the pouch. There was no patient injury or medical intervention associated with this event. No additional information is available.